Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke prior to the stent being deployed. Another one was used to continue the procedure. The procedure outcome was reported as fine and pt's condition after the procedure was reported as fine.